Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided indicating the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced seeing rings halos, triple vision and cannot read. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer, who reported that she has ghosting which causes triple vision when looking at the moon. Her vision seems "3d" when looking at lights. She was prescribed glasses, reduces "triple vision", but does not help sharpen vision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a research assistant & study coordinator, who reported "pt. Does not tolerate the multifocal iol". There has been no medical or surgical intervention performed. Additionally the consumer provided further information, indicating that after testing and an examination with a cataract surgeon specialist, she was informed that she was never a good candidate for this lens. She reported "I have a lot of negative issues with my eye and he did a special test that showed that on top of them I also have irregular astigmatism. This also would be a negative condition". She reported to continue to have double and triple vision and was told it may be too late to try to remove the lens without possible damage to the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient, who reported that the iol was exchanged for a different iol. She reported that her symptoms have resolved. Additional information was provided by the surgical coordinator, who reported that the iol was exchanged for a different lens model and a difference of one diopter.